Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep ( approximately 10 mm) resulting in moderate paravalvular leak (pvl). Subsequently, a second valve was successfully implanted valve-in-valve resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
Corrected data: the serial number, expiration date and device manufacturing date were updated to the correct product.